Manufacturer narrative:
The customer confirmed they used test strip lot 671236. Controls run on the meter passed.

Manufacturer narrative:
The accu-chek inform ii test strip catalog number, lot number, and expiration date were requested, but not provided. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At an unknown time, a sample from the patient was tested using the meter, resulting in a glucose value of 61 mg/dl. At an unknown time, a sample from the patient was tested in the laboratory on a cobas c 702 analyzer, resulting in a glucose value of 41 mg/dl. Subsequently, samples from the patient were tested on the meter at unknown times, resulting in glucose values of 61 mg/dl, 61 mg/dl, and 58 mg/dl. A competitor meter (handok's poc) measured samples from the patient at unknown times, resulting in glucose values of 50 mg/dl, 52 mg/dl, and 46 mg/dl. The laboratory equipment glucose result at an unknown time was 41 mg/dl.